Manufacturer narrative:
We the manufacturer of the device received the investigation performed by the us importer, (B)(4), in which it is stated that the accidental radiation occurence was caused by the failure of the shutter, found by cynosure's technician. The actual medical device involved in the event has been evaluated initially in date january the 9th 2020 in which the technician found the shutter broken. The following day the technician followed-up on this issue by replacing the shutter assembly and restoring the device to work properly within specifications (service report #(B)(4)). C(B)(4), following our request, shipped the defective shutter to us in order to make us able to perform an indeep analysis of the failure. Before shipping the shutter (B)(4) provided us some pictures of the shutter in order to make us able to initiate our investigation. The actual shutter has been received in date january the 29th, 2020 and we proceeded immediately to the analysis with the quality and engineering department. By looking to the face of the metal where the bracket has broken it is possible to conclude that the most probable reason of the break was a failure in the material that have snapped along the pointy sharp corner due to a possible defect of the steel of which it is made. To support what stated above is the fact that, on the broken bracket the metal presents the typical signs of a clear snap due to possible defect on the steel itself. The failure recorded has never seen before. In fact no records of co2 shutter break has never been recorded. (B)(4). Anyway in 2016 the shutter has been replaced with a new one due to changes in the optical route of the laser in the device (change of the diode that generated the laser guide). The new shutter has been designed without any sharp edge or corner in order to maximize its resistance and elasticity despite the fact that no failure have triggered this change; the improvement has been performed just to optimize the reliability of the device and not to correct or mitigate any risk relative to the safety of the device. Moreover, in order to avoid the eventual recurrence of similar events in the future, a supplementary check in the incoming of the shutters have been put in place relative to control if the material present any defect such as, but not limited to, cracks or bents. Based on what stated above we conclude that the event is an isolated case with a very low probability of occurrence and do not require any action on the field for the devices already placed on the market. This initial report has to be considered as final report, unless FDA has further questions.

Event description:
On january the 15th 2020, el. En. Electronic engineering spa became aware of a malfunction, reported by the us importer (B)(4)., that received a communication from the clinic concerning an accidental radiation occurrence (aro) in which the laser emitted during the calibration burning the physician's sweater. The actual medical device involved in this event is a deka smartxide2. The deka smartxide2 laser medical device is manufactured by el.en. Electronic engineering spa and marketed in the us with 510(k) k133895. The us importer (B)(4) reported that during the device's calibration, unexpectedly, the laser beam came out of the articulated arm and hitted the physician on his sweater causing a little burn on it. We, the manufacturer of the device, required additional information related to the actual state of health of the physician who have been hitted by the laser beam. We received the results of the investigation of our us importer cynosure inc. Company located in (B)(4) us, for this case in which it is clearly stated that the physician did not report any lesion. (B)(4) also represents us distributor and service center for el.en. Electronic engineering spa medical devices. (B)(4) evaluated the event as reportable because it represent an aro and submitted its own MDR report #(B)(4) in date january the 29th, 2020. We, the manufacturer of device, became aware of the event on january the 15th, 2020 by email from the us importer and, according to 21 cfr part 803.50(b)(2), submitted to FDA an own MDR report in order to submit additional information form the report submitted by the us importer. Moreover, we evaluated the event reportable because, according to FDA 21 cfr part 1000-1040 this event represent an aro and is a reportable event. That said, according to FDA 21 cfr part 1003.10(c) if the manufacturer is required to report to the food and drug administration under part 803 of this chapter, the manufacturer shall report in accordance with part 803.